Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One decontaminated sample was received at the manufacturing site for evaluation. In addition, one photo was provided. Upon a visual evaluation of both the provided photo and physical sample, the reported issue was confirmed; the y-port was observed to be broken. Using all available information, a definitive root cause could not be determined at this time. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that according to the nutrition nurses, the enfit port on the nasogastric tube had broken/come apart. The enfit port that attaches to the pump set came out exposing an open end. Slight leakage was reported. There was no harm to the patient.